Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 1. The baxter technical service representative explained the message to the caregiver (cg). The cg was instructed to start over with new supplies. Proper procedures per the user manual were reviewed with the cg. Product surveillance spoke to the cg regarding the reported condition. The cg stated she believed the cause of the alarm was due to fibrin in the lines, which has resolved since the addition of heparin to the supply bags. No patient injury or medical intervention was reported.